Manufacturer narrative:
The product was not returned for investigation. No nonconformances were noted upon review of manufacturing/quality documentation. Medical review indicated that the device performed as intended. Testing of retained samples from this lot indicated that product performed as intended. The investigation has been completed and nexus is closing this file.

Event description:
This report is submitted based on revised nexus dx MDR evaluation criteria. There is no suspected association between pt. Death and the use of the product. Customer reported that on (B)(6) 2010, pt. Presented at 12:30 p.m. With chest pain/shortness of breath indicating that he had taken 3 nitroglycerin tablets prior to entering clinic but still had pain. Cardiac status troponin test performed at 12:30 p.m. And 4:45 p.m., both indicating a negative troponin result. EKG results showed non-specific inferior t-wave changes. Customer reported that on (B)(6) 2010 at 3:30 a.m., pt. Coded and was resuscitated at correctional facility. Pt. Transported to hospital ER that did not have adequate cardiac facilities, then to a second hospital ER. Quantitative troponin I test was run at second ER, resulting in a 1.91 ng/ml read. Pt. Died at 4:30 a.m. (B)(6), 2010 from mi.